Event description:
The surgeon is a new user of desara and retention occurred with 3 of 4 of his first pts implanted with desara. Retentions have since resolved without further intervention. The surgeon obtained add'l advice regarding tensioning and sleeve removal techniques and went on to have another desara case with good immediate results/no retention.